Manufacturer narrative:
Except for the faulty pressure transducer calibration, the ventilator was found to be according to its specification. The incident is a result of incorrect performed calibration at maintenance. The operating manual instructs that a complete function check must be done after calibration, before the ventilator is connected to a patient. This would detect a faulty pressure transducer calibration.

Event description:
Due to unknown reason, the pressure transducer calibration was set to -9.9 cmh2o when the ventilator was connected to a patient during an operation. The patient was injured, brought to a condition of unconsciousness.